Event description:
It was reported that patient's implantable cardiac defibrillator (ICD) went into back up mode. It was also noted that high voltage therapies were disabled. The device was reset successfully. There were no patient consequences.